Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that no capture in high output mode and rise in pacing lead impedance was observed. Lead was explanted and replaced. Patient¿s condition was stable.